Manufacturer narrative:
Catalog #pco2520f is not sold in the USA and is not FDA approved. However, it is similar to catalog #pc2520 which is sold in the USA and is FDA approved.

Event description:
Procedure: lap ipom. According to the reporter: the mesh was implanted in 2008. The patient developed an elevated temperature and the mesh was explanted on two days later.